Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. It should be noted that in the product IFU there is a reference to a potential complication of use of this catheter. The IFU states ¿factors associated with fatal pulmonary artery rupture include pulmonary hypertension, advanced age, cardiac surgery with hypothermia and anticoagulation, distal catheter tip migration, arteriovenous fistula formation and other vascular traumas¿.central location of the catheter tip near the hilum of the lung may prevent pulmonary artery perforation.¿ no actions will be taken at this time.

Event description:
(B)(4). The patient¿s complaint was back pain. Percutaneous transluminal coronary angioplasty (ptca) was planned for a myocardial infarction. A right to left shunt and ventricular septal perforation was noted. In the cardiac catheterization lab, the patient¿s blood pressure dropped rapidly. The patient was intubated and iabp was inserted via the left femoral artery. A pulmonary artery catheter (pac) was inserted via the right internal jugular vein. Oxygen saturation was suboptimal. The patient was moved to the operating room. Wedge pressure waveform was confirmed. CABG and vsp closure were performed under cardio-pulmonary bypass (cpb). Bleeding was noted in the et tube 30 minutes after release of the aortic cross clamp; 750cc of blood was aspirated. When the pulmonary artery pressure increased, the bleeding increased. Bronchoscope identified bleeding from the right mid and lower lung lobes therefore pulmonary artery injury was suspected. The right mid lobe of the lung was resected. After weaning from cpb, bleeding from the lung was no longer observed. Observation from the poster noted that the patient was aged and was small build. It is possible that the tip of the pac moved during cpb.